Manufacturer narrative:
(B)(4). Undefined complication occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure on an unk date. The pt experienced undefined complications that resulted in removal of the sling. Additional information has been requested.